Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. During the first firing of the stapler, it did not staple. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, changed the reload. There was no patient harm. The patient outcome is alive, no injury.